Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician did not properly hub the ruby coil into the touhy and the other manufacturer's microcatheter. Therefore, the physician attempted to resheath the ruby coil; however, the coil unintentionally detached within the touhy. The detached ruby coil and ruby coil pusher assembly were removed from the touhy and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.